Manufacturer narrative:
During processing of this complaint, attempts were made to obtain event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32549. It was reported that following a patient fall, the leads migrated. As a result, surgery occurred to reposition one lead while explanting and replacing another, which resolved the issue. Therapy was restored post-operatively. It is unknown which lead was repositioned and which lead was explanted and replaced.